Event description:
It was reported that the user was disconnected from the ilet for several days due to difficulty performing supply changes with teflon inset infusion sets, during which subcutaneous insulin via pen was used and a glucose value of 203 mg/dl was noted; customer care guided a full supply change, the user reconnected to the ilet, and insulin delivery was resumed, with the reported high attributed to pen injections rather than the ilet. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.